Manufacturer narrative:
Insulin pump was received with unresponsive down arrow button due to corroded keypad traces. No button error alarms were noted. Insulin pump was received with cracked case at display window corners and battery tube threads, broken reservoir tube lip, minor scratches on lcd window, missing end cap sticker and reservoir tube lip o-ring.

Event description:
It was reported that the insulin pump alarmed button error, which was not resolved by a battery change. The blood glucose reading was 129 mg/dl. The customer's mother was unsure whether there were any significant events leading to the alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.